Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that her glucose level dropped from 110 mg/dl to 34 mg/dl during an intermittent gap in cgm readings. Paramedics were called and administrated glucose gel to patient. Patient's blood glucose then raised to approximately 70 mg/dl and later to 130 mg/dl. Patient did not require further medical attention and had fully recovered by the time she called dexcom technical support.